Manufacturer narrative:
Correction data: the date returned to manufacturer was documented as december 09, 2017 on the supplemental report. It has been updated as november 07, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The date returned to manufacturer was documented as jul 07, 2017 on the initial report. It has been updated as jul 09, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The reporter's phone number was unknown. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from colombia that during service and evaluation, it was determined that the air oscillator device sliding sleeve was running rough. It was further determined that the device failed pretest for check frequency, min. 12¿000 to 16¿000 oscillations/minute, check for air leak, check for excessive noise, check symmetry, general condition and check status of development. It was noted in the service order that the device internal components were worn. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.